Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Event description:
The customer alleged they received questionable bun/urea, creatinine, and cholesterol results on their integra 400 plus analyzer. The customer provided data for two patients. One patient had a discrepant bun result where it was unknown if it was reported outside the laboratory. Clarification was requested but not provided. The patient's initial bun result was 66.1 mg/dl accompanied by a data flag. The repeat bun result was 32.6 mg/dl. Information on whether this event adversely affected the patient was requested but not provided. The bun reagent lot number and expiration date were requested but not provided. The field service representative checked the sample quality and the probes, and there was no gel found in the serum or on the probe.

Manufacturer narrative:
Additional information was provided by the customer. The discrepant bun result was not reported outside the laboratory. The patient was not adversely affected by this event.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. Additional information was requested but not provided. The calibration and quality control data was fine.